Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 4 years and 8 months underwent a valve-in-valve procedure due to severe stenosis, mild to moderate mr and mild pvl. The patient presented with an acute onset of chest pain and sob, in biventricular chf. The procedure was performed with a 26mm 9750tfx transcatheter valve. Per medical records: the patient was admitted two weeks prior to the presenting admission with sob, positive for sars-2 covid, during that admission he was found to have an increased mv mean gradient 30 to 33mghg compared to 18 to 19mmhg. He was treated on remdesvir and decadron which were discontinued due to the patient's stability. He was also started on lovenox prophylaxis and his mitral valve mean gradient was closer to his baseline 18mmhg by discharge. He was discharged on lovenox with a plan to perform a cardiac cath a few weeks later. The patient, however, was admitted prior to the cardiac cath with an acute onset of chest pain, sob and was in biventricular heart failure with severe mitral stenosis, mild to moderate mr and mild pvl. By echo the mv gradient was 19mmhg compared to 18mmhg prior. The ef was 33%, with markedly decreased systolic function, lv wall was akinetic, mild tr and a dilated rv with markedly decreased systolic function. The patient underwent a balloon mitral valvuloplasty with transient improvement. Because of his severe lv dysfunction, he was felt to not be a candidate for conventional surgery and was evaluated and listed for heart transplant. The patient decompensated after admission and required intubation and mechanical ventilation. Despite this he developed pulmonary edema, and was placed on v-a ECMO because of cardiogenic shock unresponsive to medical therapy one day prior to his valve in valve procedure. The patient was extubated but reintubated due to cardio respiratory failure, his condition continued to deteriorate due to multi-organ failure. The patient expired one (1) month and five(5) days after the tmvr procedure.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 4 years and 8 months underwent a valve-in-valve procedure due to stenosis. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.